Event description:
Revision due to lesser trochanter fracture which potentially occurred during primary case 2 days prior. Stem and head removed in revision case 2 days after, femur was cabled and new cemented stem and head inserted. Ref MFR 3005180920-2013-00117.